Event description:
During routine testing of the device at the service center, the service technician reported that the rear cover was broken near the printer guides. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Actual device involved in incident was evaluated. Note: the reported complaint was confirmed. The rear cover assembly monitor was replaced. The root cause was attributed to component failure.